Event description:
During a tvh procedure, the shim detached from the pks open forceps and fell into the pt's vaginal cavity. The shim was recovered with no pt harm.

Manufacturer narrative:
The complaint was confirmed. The device was received with the shim detached from the jaw without a power cord. The shim was returned with the device. No residual adhesive can be seen on the face of the jaw. Adhesive can be seen on the back side of the shim insulator subassembly. Conclusion: adhesive bond failure between the shim subassembly and the jaw of the forceps.